Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact number of events known? Is the quantity of sutures that had a thinner diameter known? Can you identify the product code and lot number of the product that was used?

Event description:
It was reported that the patient underwent a myocardial revascularization procedure on (B)(6) 2016 and the suture was used. During the procedure, the suture thread is thinner than the actual suture diameter. The procedure was completed with other suture. There were no adverse patient consequences reported. Additional information has been requested.